Event description:
It was reported that the sensor migrated to the right ventricle outflow tract confirmed via cardiac echocardiogram. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available as the device remains implanted. The reported issue was confirmed following review of an echocardiogram that showed the sensor was in the right ventricular outflow tract. Per the site they are unsure of when or why the sensor migrated. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.